Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Malfunctions: motor errors. Sometimes grinding noise when rewinding. Insulin squirts when priming. 1st contact attempt: attempted to contact the customer in order to further discuss the report received by medtronic. Contact unsuccessful. Left vm with contact details for technical support. Information received by medtronic indicated that the insulin pump had motor errors and sometime grinding noise when rewinding. The customer stated that device shows no sign of physical damage. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.